Event description:
It was reported that the pacemaker had 4.5 years of remaining longevity. Technical services (ts) discussed that the pacemaker appears to be depleting normally. Ts added that the change in longevity is due to a combination of factors including the passage of time, changes in the average heart rate, and an offset between the hardware coulometer and the battery voltage, which became active during blending. This pacemaker remains in service and will not be returned. No adverse patient effects were reported. Additional information received which indicates that the device has dropped another year of longevity. A request has been made to have the data from this device analyzed. Data analysis confirmed that the device was depleting prematurely. Ts recommended device replacement.